Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a moderately calcified and slightly tortuous lesion in the mid left main. The lesion was pre-dilated. The device was removed from it's packaging as per IFU and inspected with no issues noted. The stent was inspected post removal of the protective sheath, with no issues noted. Negative prep was performed successfully. The inflation device remained on neutral pressure during delivery of the device to the lesion. During the procedure, resistance was encountered while attempting delivery of the stent. Excessive force was used. It was reported that the stent dislodged in the left main during delivery to lesion and could not be retrieved. Another stent was deployed over it to trap it in the left main. The device did not pass through a previously deployed stent. No patient injury reported.